Manufacturer narrative:
It was determined the primary product is the anthology device. Conclusion of results: deformation was present on the device taper and most likely occurred during removal of the device. The femoral head had no signs of discoloration, corrosion, or toher abnormal surface deviations.

Event description:
It was reported that a revision surgery was performed due to loosening.